Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument frayed. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage is found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.